Event description:
Hypodermic needle used by doctor who closed safety shield. Needle was handed to or tech and safety shield was defective, causing or tech to be stuck by the needle. Needle appeared closed but housing flipped back.